Event description:
It was reported that on literature review "comparison of intertan intramedullary nail and proximal femoral anti-rotation intramedullary nail fixation in the treatment of senile unstable intertrochanteric fractures", 2 patients presented a screw cutting out. Further information is unknown and unavailable.

Manufacturer narrative:
Internal complaint reference: (B)(4). Comparison of intertan intramedullary nail and proximal femoral anti-rotation intramedullary nail fixation in the treatment of senile unstable intertrochanteric fractures. Doi: 10.3760/cma.j.issn.1671-7600.2019.12.007.

Manufacturer narrative:
The devices was not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patients anatomy or abnormal loading of limb. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.